Event description:
The patient was implanted with the alto stent graft system to treat an abdominal aortic aneurysm (aaa). The aortic body was implanted from the right side and deployed without problem. When deploying the contralateral leg, it was slightly twisted, but it was released after ballooning. When deploying the ipsilateral leg, the aortic body was noted to be twisted. There was no endoleak observed and the procedure was concluded. Two (2) days initial procedure the patient's ankle brachial index (abi) was found to have decreased to 0.3. An emergent reintervention procedure was performed where smart (non-endologix) stents were implanted in the left and right limbs of the aortic body respectively and released the twisted aortic body. The abi improved to 1.0 and the patient was discharged five (5) days later.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the deployment issue (twisting of the aortic body fabric trunk) is confirmed. The additional endovascular procedure complaint is unconfirmed. This is moderately consistent with the reported adverse event/incident. Device, user, procedure or anatomy relatedness of this complaint could not be determined. Procedure related harms for this complaint could not be determined. The final patient status was reported as discharged home on postoperative day five. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents.